Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the intra-aortic balloon (iab) catheter has been inserted but it was impossible to calibrate it on the pump. So the cardiologist decided to remove the catheter and to insert a new one, but the same incident happened. The 2nd catheter stayed inserted and has been used on electrocardiogram (ECG) mode, without fiber optic sensor (fos)". The patient was reported to be fine. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of fos would not zero is not able to be confirmed. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported that "the intra-aortic balloon (iab) catheter has been inserted but it was impossible to calibrate it on the pump. So the cardiologist decided to remove the catheter and to insert a new one, but the same incident happened. The 2nd catheter stayed inserted and has been used on electrocardiogram (ECG) mode, without fiber optic sensor (fos)". The patient was reported to be fine. There was no report of patient death, serious injury or complications.